Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. Eight days later, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 4 times per day and manages her diabetes with lantus and humulin insulin. The patient takes humulin r based on a sliding scale per the lfs meter readings. The error 2 message began in the evening two nights ago. The patient allegedly was not able to obtain her blood glucose readings due to the product issue. The patient reportedly took her usual dose of insulin without knowing what her blood glucose reading was that evening. Subsequently, the patient claimed that she developed symptoms of feeling funny and sweating sometime after midnight. The pt administered self-treatment with juice and felt better soon after. The patient felt that had she been able to obtain blood glucose reading on the evening the product issue began, she could have dosed her insulin according to the lfs meter reading and may have been able to prevent the alleged hypoglycemia episode. According to the troubleshooting performed with customer service, there was no product misuse, and the error 2 message occurred when the power button was pressed. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.